Manufacturer narrative:
As reported, two 5fr mp a2 supertorque plus catheters cracked at the hub when a syringe was attached. The devices were not used in the patient as the crack was noticed when the syringe was attached for flushing. The procedure was completed by opening and using a new mpa2 catheter. There was no reported injury to the. The products were stored properly according to the instructions for use (IFU), and there was no difficulty removing them from the packaging. No other damages were noted prior to inserting the products into the patient. The devices prepped normally, with a syringe attached to the catheters (x2) for flushing. The intended procedure was a right heart catheterization for blood sampling, targeting normal pa¿s, with no calcification in a pediatric patient. The vessel had no tortuosity. The syringe was not torqued against resistance when attaching to the catheter. And the second device will not be returned for evaluation. The first device will be returned for evaluation.one non-sterile ¿cath f5.2+ mp a2 80cm 2sh unit was received for analysis. During visual inspection, no damages, anomalies or cracks were observed on the hub or body of the catheter. For functional analysis, the catheter was flushed and no fragments of the hub, cracks or leaks were detected on the returned device. Additionally, the syringe was successfully attached without any issues. During microscopic analysis, an amplified image of the hub was captured using the vision system. A piece of plastic was cracked off the top of the hub. Sem analysis was not necessary as high magnification revealed evidence of fatigue striations, which are commonly associated with separations caused by material tensile overload. It is assumed that the plastic material was subjected to tensile forces that exceeded the yield strength of the hub prior to cracking/splintering. No other anomalies were seen during the microscopic analysis.the customer¿s complaint reported as ¿luer hub-splintered-fragments can be injected¿ was confirmed by product analysis for the device that returned (2025-12525-1) and confirmed by photo analysis for the second device (2025-12525-2). The fatigue striations found on the returned device suggest the material was subjected to tensile forces that exceeded the yield strength prior to splintering. The exact source of the tensile force cannot be found. Without returning the second device, the root cause cannot be determined either. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place, do not use if package is open or damaged.¿ based on the available information and the product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, two 5fr mp a2 supertorque plus catheters cracked at the hub when a syringe was attached. The devices were not used in the patient as the crack was noticed when the syringe was attached for flushing. The procedure was completed by opening and using a new mpa2 catheter. There was no reported injury to the patient. The products were stored properly according to the instructions for use (IFU), and there was no difficulty removing them from the packaging. No other damages were noted prior to inserting the products into the patient. The devices prepped normally, with a syringe attached to the catheters (x2) for flushing. The intended procedure was a right heart catheterization for blood sampling, targeting normal pa¿s, with no calcification in a pediatric patient. The vessel had no tortuosity. The syringe was not torqued against resistance when attaching to the catheter. And the second device will not be returned for evaluation. The first device will be returned for evaluation.

Event description:
As reported, two 5fr mp a2 supertorque plus catheters cracked at the hub when a syringe was attached. The devices were not used in the patient as the crack was noticed when the syringe was attached for flushing. The procedure was completed by opening and using a new mpa2 catheter. There was no reported injury to the patient. The products were stored properly according to the instructions for use (IFU), and there was no difficulty removing them from the packaging. No other damages were noted prior to inserting the products into the patient. The devices prepped normally, with a syringe attached to the catheters (x2) for flushing. The intended procedure was a right heart catheterization for blood sampling, targeting normal pa¿s, with no calcification in a pediatric patient. The vessel had no tortuosity. The syringe was not torqued against resistance when attaching to the catheter. And the second device will not be returned for evaluation. The first device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 5fr mp a2 supertorque plus catheters cracked at the hub when a syringe was attached. The devices were not used in the patient as the crack was noticed when the syringe was attached for flushing. The procedure was completed by opening and using a new mpa2 catheter. There was no reported injury to the patient. The products were stored properly according to the instructions for use (IFU), and there was no difficulty removing them from the packaging. No other damages were noted prior to inserting the products into the patient. The devices prepped normally, with a syringe attached to the catheters (x2) for flushing. The intended procedure was a right heart catheterization for blood sampling, targeting normal pa¿s, with no calcification in a pediatric patient. The vessel had no tortuosity. The syringe was not torqued against resistance when attaching to the catheter. And the second device will not be returned for evaluation. The first device will be returned for evaluation.